Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5.

Event description:
Additional information was received on 17nov2024: the surgical removal of collagen has not been performed. The patient was in the hospital due to factors unrelated to this event (disease related to mammary gland).

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the collagen may have slipped into the artery in the patient who had been treated in the neurosurgery department. The collagen was planned to be surgically removed on (B)(6). The procedure before deploying the device was unknown. It was unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel's diameter are unknown. No equipment or other devices were used with the angio-seal. Additional information was received on 07oct2024: hemostasis was achieved with the angio-seal device concerned. The surgical removal of collagen scheduled on (B)(6) was postponed as the patient had a fever. The date for the surgical removal was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential collagen deposition into the artery. The exact root cause cannot be determined. It is possible that the user pushed the collagen into the artery during tamping which resulted in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).